Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the surgeon used the ncb, drill bit¸ 4.3 mm, 195 mm on (B)(6) 2016 and had difficulties drilling with it. Surgery was finalized with another device

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that the drill bits were dull. Devices analysis. Visual examination: two drill bits were returned for investigation. The visual examination shows that the cutting area shows wear and sign of usage. The device was manufactured in 2013 and was on the market for approx. 4 years. It can be assumed that the device was used in several surgeries. Review of product documentation: lifetime may vary among different instrument types and depends on the usage, i.e. Number of applications and sterilization cycles as well as individual handling by the customer. End of life is normally determined by wear and damage inflicted during use. As soon as damage or wear, which may compromise the function of the instrument, is noted, a replacement should be requested by contacting a zimmer biomet representative. Root cause analysis. Root cause determination using rmw: instrument, breaks, deforms, diverge, or parts remain in wound. Due to inadequate design for intended performance not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review. Instrument, breaks, deforms, diverge, or parts remain in wound. Due to inadequate design for intended performance not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review. Instrument, breaks, deforms, diverge, or parts remain in wound. Due to inadequate design for intended performance not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review. Instrument, breaks, deforms, diverge, or parts remain in wound. Due to mechanical properties of material insufficient not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review. Instrument, breaks, deforms, diverge, or parts remain in wound. Due to inadequate design for intended performance not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review. Damaged instruments, implants, body or wrong operational step due to surgeon or o.r. Staff unfamiliar with instrument usage and handling => possible, it is possible that the user was unfamiliar with the device during the surgery. Damaged instruments, implants, body or wrong operational step due to surgeon or o.r. Staff unfamiliar with instrument usage and handling => possible, it is possible that the user was unfamiliar with the device during the surgery. Inadequate usability of instrument due to inadequate design for intended handling performance not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review. Instrument breaks or deforms due to off-label / abnormal-use => possible, it is possible that abnormal use was applied during the surgery. Conclusion summary: it was reported that the drill bits were dull. The visual examination shows that the cutting area shows wear and sign of usage. The device was manufactured in 2013 and was on the market for approx. 4 years. It can be assumed that the device was used in several surgeries. No information was provided in which surgery the device was used. It can also be possible that a patient was treated with hard bone (tumour). Lifetime may vary among different instrument types and depends on the usage, i.e. Number of applications and sterilization cycles as well as individual handling by the customer. End of life is normally determined by wear and damage inflicted during use. As soon as damage or wear, which may compromise the function of the instrument, is noted, a replacement should be requested by contacting a zimmer biomet representative. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).